Event description:
The ethicon stapler pxw35 comes in our total knee hip custom packs ref# (B)(4). Stapler is used to close an incision. Complaints are staples do not always stay intact in the skin, do not approximate, and come out very easily.